Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Biomed reported system intermittently shuts down when the battery is over 70% causing freeze up. This reportedly requires batteries to be reset or unplugged and reset in order to power machine back up.

Event description:
Biomed reported system intermittently shuts down when the battery is over 70% causing freeze up. This reportedly requires batteries to be reset or unplugged and reset in order to power machine back up.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system intermittently shuts down when the battery is over 70% causing freeze up was unconfirmed. The tower was charged up to 100% and operated normally with no visual errors noted. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and discarded due to product discontinuance.